Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). As reported, the physician was performing a diagnostic (dx) neuro test, after advancing the 5f mynxgrip vascular closure device (vcd) to the hard stop and retracting the sheath back it was noted that the advancer tube was not exposed. The device was removed, and manual compression was applied. There were no reported patient injuries. There were no complications to the patient. The physician shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Manual compression was thirty minutes or less. The sheath used was a 5f non-cordis sheath. The vessel was arterial and was verified to be greater than 5mm in diameter. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant was protruding out from the slit on the outer shuttle cartridge and the advancer tube remained inside the shuttle cartridge in the manufactured position. The competitor¿s procedural sheath was retracted to the shuttle handle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The shuttle down procedure was simulated per mynxgrip instructions for use (IFU). The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A device history record (DHR) review of lot f1827401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was confirmed due to the condition in which the device was received. However, it cannot be conclusively determined why the shuttle down step (failure to deploy) could not be completed since functional analysis was performed successfully. Based on the limited information available for review and the product investigation, it is not possible to determine what factors may have contributed to the issue reported; however, it is possible that it was caused by an incomplete engagement of the advancer tube during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the physician was performing a diagnosis (dx) neuro test, after advancing the mynxgrip vascular closure device (vcd) 5f to the hard stop and retracting the sheath back it was noted that the advancer tube was not exposed. There were no reported patient injuries. The device was removed, and manual compression was applied. There were no complications to the patient. The physician shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. Manual compression was thirty mins or less. The sheath used was a 5f non-cordis sheath. The vessel was aterial and was verified to be greater than 5mm in diameter. Additional procedural details were requested but are unknown.